Event description:
Hcp reported the removal of an infected morphine pump in 2004. The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.